Event description:
This device case which does not involve an adverse event, reported by a consumer, concerns a pt, age and origin unk. The pt was taking an unspecified medication via a humapen ergo (interchanged device, teal/opaque pen body with cch attached) for treatment of diabetes. It is unk who operated the device how long they had been operating the device or whether they were a trained user. The pt's medical history and concomitant medications are unk. On 10-feb-2003 the pt reported that their humapen ergo plunger was not working. The device was returned to the company for analysis. Initial analysis by the affiliate quality control dept found: a cchy attached to a teal opaque pen body (model number ms8335/lot number a1474) there were two broken tabs, two broken spring arm locking bars and the soft touch was lifting. It is unk if the unspecified drug or use of the humapen ergo was continued or discontinued. Pharmaceutical delivery systems provided detailed analysis results on 01-apr-2003: device received in a condition that was not possible to test. The malfunction identified is functionally broken engagment tabs. Both engagement tabs show signs of brittle fractures, cracking and crazing possibly due to improper use by exposing the device to a solvent or cleaning agent. The left engagment tab came off during visual inspection. A device with two broken cartridge holder engagement tabs generally result in an underdose. Additional defects identified that do not impact performance specifications were expanded soft touch, one spring arm broken and the other spring arm cracked and signs of tooth-to-tooth lockup. Update 01-apr-2003: pharmaceutical delivery systems entered results/conclusions and corrective action on the suspect device page, updated the narrative and the cioms-ii field. Update 02-apr-2003: added projected timing and action for two broken tabs.